Manufacturer narrative:
Device evaluation: the reporter was contacted and stated that the device was repaired at the reporter's facility and placed back into service. Reporter states that he has retained the parts that were replaced and will be returning those parts for eval. Customer has not yet returned the parts for eval. When and if the parts become available and are returned and evaluated the MFR will file a follow-up report detailing the results of the eval.